Event description:
This mor is based on preliminary information received by karl storz, who has not conclusively determined the cause of the adverse event. This mor is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. Allegedly, during a stone fragmentation procedure, lithotriptor failed; procedure was aborted and rescheduled. No impact on patient. This occurred at: (B)(6).